Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer experienced a low blood glucose (bg); value was not provided. Reportedly, customer incorrectly entered too many carbohydrates while requesting a bolus, and delivered a bolus that was too large. Customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the inaccurate insulin gauge, but no response was received.